Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) fiber optic extension cable was defective. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11 corrected field: h6 (medical device ¿ problem code). The getinge service territory manager (stm) that discovered the fiber optic extension cable damaged ordered the part and returned to replace once received. The stm replaced the fiber optic jumper cable. The stm completed the repair and the pm was completed. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The unit was approved for clinical use and returned to the department. The failure analysis and testing dept. Received part number 0012-00-1808 with a reported unit failure of a damaged cable. The fat performed a visual inspection and found the part to have been folded and damaged which was difficult to see. Confirmed the reported failure. Probable root cause is a service issue due to this cable being internal and inaccessible. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ar.